Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break was noted when the needle plunger was removed on both proglide devices. Two additional proglide devices were used for successful suture placement using the pre-close technique in the rcfa. One proglide device was used for successful suture placement in the left common femoral artery (lcfa) using the pre-close technique. The sheath was upsized to an 18f. The aaa was completed and hemostasis was achieved in the lcfa and rcfa with the sutures of the pre-placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.